Manufacturer narrative:
The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found and the product was released according to the manufacturer's acceptance criteria. The manufacturer performs a 100% final inspection for this product. The sample was visually inspected with the aid of a photomicroscope and with various magnifications. The sample is very bent and shows surgery residuals. Due to the condition (very bent) of the instrument, it is no longer possible to activate it and the customer's complaint could not been confirmed. The bending does not allow a detailed examination of the root cause. The sample was returned deformed and was probably additionally damaged during transport. The root cause for the reported event could not be determined conclusively. No injuries have been reported or are expected related to this issue. A manufacturing or design related root cause for the damage of the complained device has not been identified. The manufacturer has no influence on complaints which are in relation to external force. No further actions will be issued. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery the micro forceps did not open. The forceps was exchanged. Additional information has been requested.